Event description:
The customer reported their AED speaker is not working. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported their AED speaker is not working. The asi isblank; the maintenance schedule is not known. Communication with the customer determined that the pads were not connected to the AED lead wires. The customer was advised that the pads not being attached will cause a service code error every day and that will run the battery pack down. The customer was advised to get a new battery pack and new pads. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Although the customer originally reported the AED would not speak. Analysis of the log files from the AED showed that the AED was not able to power on at the time of the report. The AED placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted. The cause of the AED not powering on was related to a failure of the customer to set-up the AED and maintain the battery pack. Once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.